Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did become damaged beyond repair as a result of user error. During the normal implantable cardioverter defibrillator (ICD) changeout, the implanting physician neglected to loosen the distal setscrew on the device being changed out. The physician thought this rv lead was stuck, pulled on it, and as a result, the connector pin separated.

Manufacturer narrative:
The physician surgically abandoned this lead. There were no reported adverse patient effects. An acute rv lead was successfully implanted in lieu. The associated ICD was to be returned to boston scientific for analysis purposes.